Event description:
Medtronic received information that 74 months following the implant of this transcatheter pulmonary bioprosthetic valve, two type I proximal stent fractures were noted without deformation of the conduit. No intervention or treatment was prescribed. No adverse patient effects were reported. The patient was 21 years old at implant.

Manufacturer narrative:
Product analysis: no product was returned. The device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. No patient symptoms were reported and no intervention was prescribed. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.